Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon was torn longitudinally. No damage found on the catheter of the device; however, the catheter was bent closed of the hub. Based on the available information, it is possible that factors encountered during the procedure, such as the interaction with scope or any other devices during procedure or preparation could create friction on the balloon, causing the reported problem of torn longitudinally during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the balloon burst while being inflated. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the balloon burst while being inflated. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.